Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The lv lead was then explanted and was successfully replaced with no issue. Additional information was received indicating that the lead dislodgement was confirmed through fluoroscopy. This lead is out of service. No additional adverse patient effects were reported.